Event description:
It was reported that the patient visited the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not working properly a revision surgery was performed and inspection of the device confirmed a saline leak caused by a crack in the right cylinder connecting tube. The cause of the cylinder connecting tube crack has not been determined by the hospital. The cylinders and pump were removed and replaced. The patient had a stable outcome following the procedure.

Manufacturer narrative:
Investigation summary: based on the information available, boston scientific confirmed the reported event, fluid loss was identified in the tubing. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ipp cylinder was visually inspected and leak tested. Cylinder has a leak in the kink resistant tubing attributed to fatigue and worn to filament; hole was present. The damage tubing was removed. Cylinder was pressure tested and performed within specification; no leak was found. Cylinder has wear at fold in cylinder body. The momentary squeeze (ms) pump was visually inspected and leak tested; no leaks were found. The tubing was identified to be cut down to the pump block. The tubing was not returned for analysis. Contamination was found inside pump; therefore, it was not functionally tested due to contamination. Product analysis concluded that the identified fluid loss in the tubing is also the probable cause of the reported mechanical issue, as the device would not be functional after the system fluid was lost. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned because the reported events could be traced to a component failure.

Event description:
It was reported that the patient visited the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not working properly a revision surgery was performed and inspection of the device confirmed a saline leak caused by a crack in the right cylinder connecting tube. The cause of the cylinder connecting tube crack has not been determined by the hospital. The cylinders and pump were removed and replaced. The patient had a stable outcome following the procedure.